Event description:
Customer commented on a post in saalt's (B)(6) group to explain that their iud came out while they were using a saalt cup. Saalt asked the customer to reach out to us directly by emailing us. Saalt followed up with the customer three times and never received a response. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."